Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at olympus (B)(4), that it was found there was the foreign object on the distal end of the subject device. The subject device had been returned to olympus (B)(4) for repair of the broken forceps elevator wire. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device was returned to olympus india but has not returned to omsc. Olympus (B)(4) checked the subject device and found that the reported phenomenon which was caused by insufficient cleaning. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.